Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 16. On (B)(6) 2020, non-osseointegration was verified. Patient presented with poor oral hygiene. No product was returned to the manufacturer. There were no reported patient injuries or complications.